Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeve of the clave ports remaining in the depressed position. On unspecified dates, the tubing sets were being used to deliver unspecified medications. After unspecified lengths of time, it was reported that the silicone sleeve of the clave ports remained in the depressed position; subsequently, unspecified volumes of solutions leaked. No specific details were provided. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.